Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported loosening of locator abutment and not being able to screw it due to damaged internal threads of implant at tooth site 12, so that implant was removed.